Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been in and out of hospital since (B)(6) 2017. The customer states their a1c is 6.1. The customter states they do not know how to give data to the insulin pump to make it work. The customer's blood sugar has been 35mg/dl-400 mg/dl. The customer states they have has been crashing for the last week. The customer has been going from 90mg/dl -150mg/dl and then plunge below 40mg/dl. The customer states that their lips tingle and they get night sweats. The customer has not been able to use pump for 3 days. The customer states that the pump would buzz and they would see a black dot. The customer states that the pump does not give accurate reading, it gives strange number. The customer states that does not turn off pump. The customer has been in emergency rooms and hospitals due to diabetes. The customer also experienced surgeries related to diabetes. No products are returning for analysis.